Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. (B)(4). A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for humerus fracture oa class 13-b2 with the plate in question. After the surgery, the plate breakage was confirmed on (B)(6) 2022. A reoperation was performed, and the broken plate was removed and fixed with ccs and plate. The surgery was completed successfully without any surgical delay. The surgeon suggested that the fracture of the bone was distal and lack of fixation at the distal site might have caused the event. He commented that additional fixation such as screws should also have been performed outside the plate. No further information is available. Concomitant device reported: unk - screws: trauma (part# unknown; lot# unknown; quantity: unknown). This complaint involves one(1) device va-lcp dhp 2.7/3.5 med w/ext le med 2ho. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: product code: 04.117.702s, lot: 80p5582, manufacturing site: mezzovico, release to warehouse date: december 17, 2020, expiration date: december 01, 2030. A manufacturing record evaluation was performed for the sterile lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.